Manufacturer narrative:
Two photos provided by the customer that confirm the complaint of parts disconnected. One used device was returned for evaluation. As received one of the adaptors was separated from trifurcated connector. Once the parts were analyzed with uv light an insufficient solvent coverage on trifurcate and adaptor were confirmed. No physical damage or other anomalies were observed. Complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to a bonding error during manual process assembly in manufacturing. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where it was reported a part came off from the whole (part which is normally welded) which resulted in a loss of chemotherapy product, 48ml was lost on the pole and the floor. There was a leak on the infusion pole, so the patient received splashes and her husband received it on the hair. The drug administered was etoposide. The customer stated that it was unknown if there were any adverse clinical consequences; the patient went out after the chemo. There was no delay in therapy. The doctor contacted by the healthcare provider decided not to put back the chemo bag because it was difficult to quantify the exact quantity lost. The therapy has been completed; the nurse changed the chemo tree for the end of the infusion. The patient did not receive the full intended dose.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.